Event description:
It was reported that noise was observed causing the device to inappropriately detect vt. Fluoroscopy revealed lead fracture. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the patient presented to the ER after receiving two shocks. Lead noise and decrease in sensing were noted. The noise was not reproduced with arm movements and pocket manipulations. The lead will be replaced during device change out.